Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The suspect lens and cartridge were not returned for evaluation. A particle was returned on the tip of a swab that was placed inside a specimen cup. The sample was sent to particle lab. Lab results: the returned eye spear was microscopically examined. A clear particle was found adhered to the eye spear. The particle was clear and approximately 1.8mm in length. The clear particle was then isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle¿s generated spectra to a library of spectra found the best match to be company cartridge base coat. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the reports particle in the eye could not be determined. Only the particle was returned. The lens remains implanted. The particle lab testing indicated that the clear particle was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle¿s generated spectra to a library of spectra found the best match to be monarch cartridge base coat. The associated cartridge was not returned for evaluation. It cannot be determined if the associated cartridge sustained damaged during the lens delivery. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, the IFU states: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient had a particle at corneal wound after cataract surgery in the right eye. It was presumed to be retained cortex. When it was removed in secondary procedure, the particle was felt to be hard and solid and seemed to be plastic material.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).